Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an observation for high pacing thresholds. The patient presented to the emergency room complaining of back pain and not feeling well the same day. The patient was discharged home that same evening. The patient was found on the floor deceased early the following morning. The patient's family questioned why the cardiac resynchronization therapy defibrillator (crt-d) did not save the patient's life. The patient died in a manner unrelated to the ra lead. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation relating to ventricular tachyarrythmia therapy. If information is provided in the future, a supplemental report will be issued.